Event description:
It was reported the pt feels a burning sensation inside the ipg pocket site when stimulation is on. The pt stated she does not feel the sensation when charging. It was reported the pt¿s ipg appears to be superficial and the pt was advised to consult her physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.